Manufacturer narrative:
(B)(4). Journal article: doi: 10.1007/s12928-016-0413-1.

Event description:
A coronary angiography showed severe stenosis in the coronary tree. Pci to the lcx was performed. A 3.0x38mm resolute integrity stent was deployed. A few days later during rehabilitation, the patient complained of slight chest pain and an ECG revealed a deep depression of the st segment. Following confirmation of no stent thrombosis in the implanted stent in the lcx, ffr measurement of a lesion in the rca was performed. Ffr measurement of a lesion in the lad was attempted but wiring of the lesion with a pressure wire was difficult due to the severity of the lesion. A pci to the lad at the bifurcation point with severe stenosis of the diagonal branch was then performed, four days after the initial pci. There was severe stenosis just distal of the diagonal branch in the mv; therefore, the formation of stenosis at the ostium of the diagonal branch was expected due to plaque shift. An ivus catheter was advanced to the distal lad. The ivus showed an eccentric fibrous plaque in the lesion. A 3.5x18mm resolute integrity stent was deployed at 9atm in the mv with pressure wire in the diagonal branch jailed by the stent. Following post-dilatation at 18atm, ivus was performed. It revealed a malapposition of the stent and additional dilatation was performed with a non mdt balloon at 18atm. A final cag revealed a well-dilated mv and preserved diagonal branch flow. The patient's chest pain disappeared after the pci.